Event description:
Not used during a procedure - there was a mold looking substance on the glove identified when it was pulled from the box. When individual glove was pulled from the box, a mold looking substance was located on the nitrile glove.